Event description:
It was reported the patient felt a lot of discomfort when the torn iol was removed, but a higher dose of anesthetic was applied to finish the procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. One haptic is broken at the insertion area (not returned). The optic is torn/split/cracked (possibly cut) from the optic edge extending towards the center of the lens. The optic has an additional torn/split/crack originating from the optic edge near the missing haptic insertion area extending towards the center of the lens. The damage observed is typical of a lens removal. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lens model is only qualified for use in the one type of cartridge. The returned sample matches the attached photo. The reported damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The manufacturer internal reference number is: (B)(4).

Event description:
A nursing technician reported that during an intraocular lens (iol) implant procedure, the lens was noted to be torn. The iol was removed during the initial procedure and another lens was implanted. Additional information has been requested.